Manufacturer narrative:
Section d6a: implant date unknown/not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a routine procedure, a preloaded monofocal intraocular lens (iol), model dib00, was implanted in the patient¿s left eye. During delivery, the second half of the optic and the trailing haptic became caught in the incision. A secondary instrument was used to advance the lens through the wound and into the capsular bag. After implantation, a continuous scratch was observed along the optic edge. The patient had no pre-existing ocular conditions. The surgeon chose not to explant the lens, as the patient is satisfied with the outcome, has 20/20 vision, and the inclusion-like spots are located outside the visual axis. No incision enlargement, vitrectomy, or sutures were required. The surgeon will continue to monitor the patient, and no further action is planned at this time. The complaint device remains implanted. No additional information was provided.